Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43. Environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 194mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. 194mg/dl (B)(6) 2017 07:20 am fasting: yes, 155mg/dl (B)(6) 2017 05:00 pm fasting: yes, 162mg/dl (B)(6) 2017 09:15 am fasting: yes, 147mg/dl (B)(6) 2017 07:35 pm fasting: yes, 192mg/dl (B)(6) 2017 08:00 am fasting: yes. Customer is concerned with high readings. Result of concern is 194mg/dl fasting.